Event description:
Revision surgery performed on (B)(6) 2025 due to rotator cuff tear. Previous surgery is unknown, as well as complete product information of original implant. During revision the whole humeral prosthetic assembly has been removed and finned stem dia 17mm l80mm (pn: 1304.15.170), finned reverse humeral body (pn: 1352.15.050), extension for humeral reverse body (pn: 1352.15.001) and reverse liner retentive +6mm (pn: 1361.50.820) have been implanted to revise the prosthesis. No information regarding glenoid reverse components implanted was provided. Nonetheless, surgery has been completed as intended. Patient is male, date of birth on (B)(6) 1949. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either, therefore no further investigation is possible and root cause cannot be established. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.